Event description:
A 34 mm diameter x 20 mm diameter x 155 mm length talent bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was fully deployed the contralateral stomp leg was occluded due to a bend in the stent free zone. This resulted in the inability to cannulate the gate. Several cross over attempts were made; however; they were unsuccessful. The decision was made to convert the pt to open repair where the bifurcated stent graft was removed and a conventional graft was sewn in. No additional clinical sequelae were reported and the pt is fine. Please note that this model number is not distributed in the united states.

Manufacturer narrative:
Eval: results: lack of info (no operative reports or films were received, aneurysm and vessel morphology were not reported, unknown caused of contralateral gate bend). Eval: conclusion: lack of info (no operative reports or films were received; aneurysm and vessel morphology were not reported, unknown caused of contralateral gate bend).